Event description:
Attorney alleges plaintiff had a rupture, siliconomas and developed multiple physical symptoms including breast pain, breast hardness, abnormal sensation, scarring, nonspecific autoimmune symptoms, anxiety, stress, pain and suffering.